Manufacturer narrative:
The account found the bed lockouts were activated and stated that they were unable to move the bed to the flat position when the patient began to code. The patient expired as she had a "do not resuscitate" order. The hill-rom technician evaluated the bed and found no failures with the bed articulation functions or the bed lockout system. The totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The patient expired as a result of the injuries. The bed was found to be functioning as intended.

Event description:
Hill-rom received a report from the account stating the nursing staff found the (B)(6) patient trying to exit the bed. The staff used the trendelenburg function to help move the patient back fully into the bed. The patient then began to code and the account could not get the bed to go flat. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).